Event description:
Caregiver was changing pt's circuit when the machine stopped working. All lights went out, tubing stopped. No alarms. After about 15 seconds, machine started working without any intervention. Accessory: humidifier. Power source: ac